Event description:
Pt was revised due to cup loosening.

Manufacturer narrative:
Eval summary: there is evidence of loosening of the coating. It is not possible to determine whether this was the primary cause of, or secondary to, the cup loosening. Corin are aware of a less than 0.1% reported rate of cup loosenings against worldwide sales.